Event description:
It was reported that this right atrial (ra) lead exhibited an alert for a high out of range pace impedance measurement greater than 3000 ohms. As a result, a lead safety switch (lss) was triggered which automatically switched the ra lead from the bipolar to the unipolar configuration. Boston scientific technical services (ts) indicated that the impedance increased from the mid 700 ohm range to greater than 3000 ohms. It was noted that the pacemaker device was already programmed to a ventricular-only pace and sense mode due to the patients chronic atrial fibrillation, but the ra lead daily measurements were still programmed on. Ts indicated this is likely an indication of a ra lead issue especially if the impedance remains high out of range. Ts provided subsequent guidance to a healthcare provider (hcp) to reset the high impedance alert with the patient in the clinic. In addition, the hcp also programmed off the ra lead daily measurements. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead exhibited lead body damage due to clavicular crush. The lead was explanted and replaced as part of a therapy upgrade from a pacemaker system to a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for a high out of range pace impedance measurement greater than 3000 ohms. As a result, a lead safety switch (lss) was triggered which automatically switched the ra lead from the bipolar to the unipolar configuration. Boston scientific technical services (ts) indicated that the impedance increased from the mid 700 ohm range to greater than 3000 ohms. It was noted that the pacemaker device was already programmed to a ventricular-only pace and sense mode due to the patients chronic atrial fibrillation, but the ra lead daily measurements were still programmed on. Ts indicated this is likely an indication of a ra lead issue especially if the impedance remains high out of range. Ts provided subsequent guidance to a healthcare provider (hcp) to reset the high impedance alert with the patient in the clinic. In addition, the hcp also programmed off the ra lead daily measurements. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.